Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device entered backup mode with no high voltage defibrillation therapy available following a magnetic resonance imaging (MRI) scan. Upon investigation, the event was due to the device not being reprogrammed into MRI mode prior to MRI exposure. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.